Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information reveals that the spinal cord stimulation (scs) patient sustained a non-device related fall, resulting in high impedance on lead. Reprogramming efforts were made to correct the issue, but they proved unsuccessful. Consequently, the physician elected to remove and replace the device. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>.